Event description:
During a pda coiling, the coil did not coil tightly, and when the coil was fully deployed, a small section of it was extending out into the aorta. The coil was snared and removed. Another coil was then placed, but was too small and migrated out of the vessel and down to the popleteal artery. Attempted retrieval of the coil was unsuccessful. Refer to 1820334-2006-00235.

Manufacturer narrative:
Evaluation: the complaint device and lot number were not provided to assist in this investigation. Unforturnately, at this time we are unable to determine with certainty how this event may have occurred. We can advise that this device is inspected 100% to verify proper coil length, curl diameter, securement of distal weld, to verify the coil is free of sharp edges and/or burrs, kinks and that the coil has been properly loaded onto the shipping stylet and placed into the shipping cartridge. Nevertheless, the appropriate personnel have been notified.